Event description:
As reported, after implantation of an 8mm x 40mm precise pro carotid self-expanding stent (ses) across the common carotid artery, the user discovered a dissection at the distal end of the internal carotid artery. The dissection occurred in the area of the implanted 8mm × 40mm precise pro stent, distal to the stent. An additional 9mm x 40mm precise pro carotid ses delivery system was planned to be placed through the previously implanted stent; however, the delivery system could not pass through the deployed 8mm x 40mm precise pro carotid ses. It was decided to abandon placement of the second stent and conclude the procedure. However, some difficulty was experienced during removal of the delivery system, which was resolved by adjusting the angle. The patient¿s post-procedure condition was normal, and the dissection resolved on its own. This was during a carotid artery stenting (cas) procedure. At the target site, the vessel was severely calcified, non-tortuous, with 90% stenosis, no acute angle, and was bifurcating but not a chronic total occlusion (cto). The 8mm × 40mm precise pro stent was deployed without difficulty and was fully expanded, although the diameter at the original lesion site was slightly smaller. The 9mm x 40mm precise pro carotid ses delivery system was stored and prepared according to the instructions for use (IFU). An 8f 90cm multipurpose vista brite tip guiding catheter was used during attempted placement of the second 9mm x 40mm precise pro carotid ses. There was no resistance between the 9mm × 40mm precise pro delivery system and the 8f 90cm vista brite tip guiding catheter, and no issues with the catheter itself. There was no evidence of partial stent deployment during removal of the 9mm x 40mm precise pro delivery system. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.